Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a high impedance was seen during a generator replacement. The surgeon tried to troubleshoot the impedance by reinserting the lead, but the issue did not resolve. The lead was replaced and impedance was seen ok. The suspect product has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently omitted that fluid was observed inside the lead. H3 device evaluated by MFR?, corrected data: initial report inadvertently left blank h6 adverse event problem, corrected data: initial report inadvertently did not include codes a180103 and a040507.

Event description:
During the surgery, the surgeon inspected the lead and observed fluid within the lead but could not see any clear fractures.